Manufacturer narrative:
We have now completed our investigation into the reported complaint. Without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be reassessed. Subsequently, we were unable to carry out a risk management review. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The instructions for use provided with pico 7 multisite outlines a number of warnings and precautions which may impact the effectiveness of both the dressing and the pump and contribute to wound breakdown. For example: 'although pico dressings can be used under clothing/bedding, it is important that occlusive materials e.g. Film dressings, are not applied over the pad area of the dressing as this will impair the intended evaporation of moisture through its outer layer.'. ¿do not use pico dressings with oil-based products such as petrolatum as it may compromise establishing an effective seal.¿ ¿do not cut the pico dressing pad as this may lead to loss of npwt application.¿ the instructions for use should be carefully followed to ensure optimal results. As the device was not available to be returned, a visual inspection and functional evaluation could not be carried out. On this occasion no issues were identified which could have caused or contributed to the reported failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the use of a pico for a breast reduction procedure the patient ended up having a wound breakdown. Sample is not available to be returned. No medical information is available.